Event description:
The customer reported the ventilator would operate on battery power but not on ac power. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement or harm. Power failure due to ac or battery power may result in shutdown of device during normal ventilation operation. The facility biomedical engineer reported there is power to the device power supply but no output. The biomedical engineer reported both mains and battery power leds were flashing. The biomedical engineer reported the power supply was replaced and the reported problem was resolved.

Event description:
Factory analysis of the returned power supply revealed a bridge rectifier short that resulted in the reported power issue. Evaluation of the component noted heat related damage. The failure as noted may result in a loss of ac power during normal ventilation operation. If a failure of the power supply occurs during use and the ventilator shuts down due to a loss of ac power, an audible power fail alarm will activate.